Event description:
It was reported that the implantable pulse generator (ipg) depleted in less than a year. The patient underwent a procedure where the ipg was explanted. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was received at the elective replacement indicator (eri) state. Internal visual inspection and electrical testing did not reveal any anomalies. The calculated patient battery lifetime was 1 year, 6 months, and 24.8 days. This was above the estimated theoretical battery life of 1 year, 5 months, and 5.8 days.

Event description:
It was reported that the implantable pulse generator (ipg) depleted in less than a year. The patient underwent a procedure where the ipg was explanted. Post operatively, the patient was doing well.